Event description:
Information received from the field does not address the patient's clinical status but notes that the device was found in back-up mode. When an attempt was made to save the device image, the device output stopped and a download could not be done. Therefore, the device was replaced.